Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to an over written history file. The pump was received with a partially broken reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error alarms on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states it was around 150mg/dl. The customer reported the presence of motor position encoder error alarm. The customer states the pump was indirectly exposed to high magnetic field. The customer was advised the pump would have to be replaced and returned for analysis.